Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood lumen and contrast in the hub. Microscopic inspection revealed a pinhole 2mm distal from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left circumflex artery (mlcx). A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for predilation. Upon inflation under the rated burst pressure (rbp), the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left circumflex artery (mlcx). A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for predilation. Upon inflation under the rated burst pressure (rbp), the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.